Manufacturer narrative:
The following other devices were also listed in this report: tri ts femur sz5 left; cat# 5512-f-501; lot# edhu. Tri ts baseplate size 5; cat# 5521-b-500; lot# fvze. Tri press-fit stem 17mm x 100mm; cat# 5565-s-017; lot# edhu. Tri press-fit stem 19mm x 100mm; cat# 5565-s-019; lot# m5l10n. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as device was retained at (B)(4) implant research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to infection.

Manufacturer narrative:
The following devices were added to this report after initial emdr report was submitted: triathlon femoral distal augment 5mm ¿ s; 5540-a-501; dnrf; tri rm/ll tib aug sz5 10mm, sho, 5546-a-502, n4s44d; tri lm/rl tib aug sz5 10mm, sho, 5546-a-501, n5l33l; simplex p with tobramycin 1 pack, 6197-9-001, mgs049. Previously reported lot# edhu for the tri press-fit stem 17mm x 100mm; cat# 5565-s-017 was updated to m5l08t. An event regarding revision due to infection involving a triahtlon ps insert was reported. The event was not confirmed. Method and results: device evaluation and results: a picture of the explanted device was provided. No conclusions can be made from the image. Dimensional and functional inspections were not performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed the information insufficient and rejected it for a medical review. Operative reports, additional implant sheets, hospital records, microbiology records, pathology reports, clinical notes, and pre-op and post-op x-rays from the index and revision procedures are required to further investigate this event. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as operative reports, additional implant sheets, hospital records, microbiology records, pathology reports, clinical notes, and pre-op and post-op ex-rays from the index and revision procedures were not provided. A review of manufacturing and sterility records by the sterilization sciences team concluded that it is unlikely that the causative agent of the infection was introduced via the devices associated with this event. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by (B)(4). If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient's left knee was revised due to infection.